Event description:
During follow-up, low defibrillation impedance was observed on the right ventricular (rv) lead. Lead damage was suspected. Provocative testing was performed and noise was not reproduced. Diagnostic imaging was performed and no lead damage was observed. No intervention was performed; the patient was stable and lead revision was anticipated. There were no adverse consequences.